Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_wrench_acc, serial # unknown, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) the hcp and the rep had issue the night previous to the call during an implantable neurostimulator placement. The rep stated that impedances would vary and they could not get all impedances under 4000 ohms. The rep noted the motor response test with the external neurostimulator (ens) was positive. The hcp connect the ins to the lead the first time and c0. C1 were greater than 4000 ohms. The hcp removed the lead and wiped the lead down and tried again and all contacts paired with 0 were showing greater than 4000 ohms. The rep did not try to set up a program and stimulation with the actual ins, but it appeared that they simply went with another ins. There were no symptoms reported. Additional information from the rep reported the impedance check would not clear, they had greater than 4000 ohms on multiple level c<(>&<)>0, 0 <(>&<)> 1, 0 <(>&<)> 2, and 0 <(>&<)> 3. The indication for use is unknown.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_wrench_acc, serial # unknown, product type accessory. Analysis found ipg ((B)(4)) setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.